Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to the unknown lot#. See h.10.

Event description:
It was reported that pen needle 31g 8mm tw optimus 5ct eeu was unable to deliver medication. The following information was provided by the initial reporter: 12/4/2020: -the pharmacy is waiting for the answer from the customer. Just in this time, I have no samples and no chargen number. A customer noticed that around 10% of the bd ultra-fine pen needles are 4mm impermeable. She has been buying these needles since august 2020 and she noticed from around september that some of the needles were not permeable.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen needle 31g 8mm tw optimus 5ct eeu was unable to deliver medication. The following information was provided by the initial reporter: 12/4/2020: the pharmacy is waiting for the answer from the customer. Just in this time, I have no samples and no chargen number. A customer noticed that around 10% of the bd ultra-fine pen needles are 4mm impermeable. She has been buying these needles since august 2020 and she noticed from around september that some of the needles were not permeable.